Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 170-300mg/dl. Manual injections were administered to address the bg level. The suspected cause of the elevated bg level was multiple occlusion alarms the customer had experienced. The customer would clear the alarm, performed fill tubing and resumed insulin deliveries after the occlusions. The customer's current bg level was 145mg/dl. The customer reported the pump would continue to be used for insulin therapy.